Event description:
The recipient has been re-implanted. The recipient had necrosis around the implant magnet. No further information is known.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient has been re-implanted. The recipient had necrosis around the implant magnet. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely the device was explanted due to skin necrosis at the implant site. Damages found during device investigation are most likely related to the explantation surgery. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the necrosis. This is a final report.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to skin necrosis at the implant site. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the necrosis. The explanted device has not been received for investigation yet.

Event description:
The recipient has been re-implanted. The recipient had necrosis around the implant magnet. No further information is known.